Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that markerband became bent. A left atrial appendage (laa) closure procedure was being performed. A 27 mm watchman ® laa closure device & delivery system was selected. The closure device was deployed, but fully recaptured and removed as it was not the right size for the laa. After removal, they found that the markerband was bent. The patient status was stable.